Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank liquid crystal display (lcd) was confirmed. The system controller, serial number (B)(6), was returned for analysis. The controller was noted to have white and dark spots on the lcd making parameters unreadable. Following preliminary testing, the lcd screen from the controller was swapped with a functional one which resolved the issue. The controller underwent functional testing and passed. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The provided information stated that the patient stumbled and fell on the ground. After the fall the display of his controller was blank. Additional information stated that there was not a device related reason for the fall. Per the provided information, the root cause for the damage was due to the patient dropping the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e1: reporter phone number as originally reported (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stumbled in their house and fell to the ground. After the fall, the display on the system controller was blank. The log files identified a sudden controller reset and pump stop. The pump restarted within a few seconds. The flow restored within 10 seconds. The system controller was exchanged in the hospital for a new one.